Event description:
It was reported that there were high impedances on the leads. The patient underwent a lead revision wherein the leads were cut for easier removal or to limit pulling them from midline incision to pocket site.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear-leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 16490927.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 16325685. Sc-2218-50 sn: (B)(6). The returned lead was analyzed and the lead was cleanly cut during the explant procedure. Aside from the clean-cut damage, x-ray inspection found no other anomalies on the lead.

Event description:
It was reported that there were high impedances on the leads. The patient underwent a lead revision wherein the leads were cut for easier removal or to limit pulling them from midline incision to pocket site.